Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the polymer cover of the insertion tube of the colonovideoscope was creased and no longer smooth. It was possible to feel the wire mesh or metal bands beneath the surface. The issue occurred during reprocessing, and there were no reports of patient involvement.